Event description:
During an esophageal dilation, the physician used a hercules 3 stage wire guided balloon dilator. The balloon was inserted through the endoscope channel and inflated to 18mm. When attempting inflation to 19mm, the user noticed the balloon was losing pressure by viewing the gage of the inflation device. The inflation device was changed, but the same observation was made. An attempt to deflate the balloon and withdraw it from the endoscope was unsuccessful. The endoscope and balloon were removed from the pt as one unit. The user indicated the balloon material had reportedly ruptured. After the balloon was removed from the endoscope, the endoscope was advanced again. The procedure was completed with another dilation balloon. A second of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to the balloon rupture. The pt did not experience any adverse effects due to the balloon rupture.

Manufacturer narrative:
The info in this report was provided to us by cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The initial rptr could not confirm if lubrication was applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. The instructions for use state the following caution: "a compromised balloon may prohibit removal from endoscope accessory channel. Removal of endoscope along with compromised balloon may be required." Prior to distribution, all hercules 3 stage wire guided balloon dilators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. Customer quality assurance will continue to monitor for complaint trends.